Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. Imagery was received for evaluation. A review of the imagery confirmed the patient had a challenging anatomy of the right iliac arteries with double 90-degree (or more) angles of the common iliac, with significant calcification right at the first kink. No imaging was provided of the issues described advancing the commander delivery system through the sheath. No images were received showing the valve coming off the delivery system and coming out of the esheath. The first image shows the 26mm sapien 3 ultra valve crimped with a bent strut, not on the delivery system but within the sheath. Contrast injection shows extravasation in the common/external right iliac artery. Multiple balloon occlusions and covered stents were placed in the right iliac artery. Anterograde flow from the abdominal aorta artery was not visualized, retrograde from femoral access was visualized. A device history record ( DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) applies to this event. The pra documents the difficulty advancing the delivery system through the sheath, resulting in system components interfering with vasculature, resulting in additional surgical intervention, which did occur during this event. The frame damage was confirmed through provided imagery. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. As reported , ''a bent strut was observed on the valve during a brief review of the imagery''. Additionally, noted that ''while advancing 26mm sapien 3 ultra valve through the esheath resistance was felt''. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: *tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per imagery review, patient had severe tortuosity right access vessel. *calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per imagery review, patient had severe calcification right access vessel. *excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. Per case note,'' the resistance was noted when the delivery system and valve were about halfway into the sheath, when the valve was in the common iliac. In addition, the event sequence was perceived to be started with the valve getting caught within the sheath, got stuck, kinked the sheath and then additional push force cause the strut to bend and vessel to rupture. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification , tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. The technical summary is applicable to this complaint evaluation and no further engineering evaluation is required at this time.

Manufacturer narrative:
Please reference related manufacturer report nos: 2015691-2020-12784 and 2015691-2020-13417. Investigation is ongoing.

Event description:
As discovered during a review of imagery received for pre-existing complaints a bent strut was observed on the valve during a brief review of the imagery. The damage to the valve was not previously known and the images provided are limited.